Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer was unable to load a new cartridge and received a cartridge alarm 6. Customer was able to load a new cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose level.